Event description:
It was reported that a physician attempted artery closure of a common femoral artery with a proglide device after an interventional procedure. Reportedly, when the plunger was removed, no suture was present. After removal of the device, the physician commented there was no suture in the body of the proglide. The physician felt there was no suture in the device prior to use. Hemostasis was achieved using manual arterial compression. The physician is trained and proficient in the use of the proglide device. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the whole suture remained inside the device undamaged and both cuffs remained inside the foot pockets undisturbed, contradicting the reported experience. The returned condition of the device was consistent with retracting the needle plunger prior to depressing the needle plunger to deploy the needles, resulting in the suture not being retrieved from the device during the needle plunger removal. There was no indication that an attempt had been made to deploy the needles. During testing, we were able to pull the suture and the attached posterior needle tip out of the device. The anterior cuff successfully captured the needle during the plunger insertion. Based on the investigation, the device was partially deployed and the probable cause for the reported failure to retrieve the suture is incorrect deployment technique as the plunger was removed from the device prior to being depressed to deploy the needles. The instructions for use (IFU), under the smc device placement section, describes the deployment sequence in step 6 and 7 as follows: 6. While maintaining device position, deploy needles by pushing on the plunger assembly (in the direction marked #2) until the collar of the plunger makes contact with the proximal end of the body. Visually confirm that the collar of the plunger is in contact with the body of the device. 7. Disengage the needles by pulling the plunger assembly back (in the direction marked #3) and completely remove the plunger and needles from the body of the device. One suture limb will be attached to one end of a link. The other end of the link will be attached to the anterior needle. The posterior needle will be free of suture. Pull back on the plunger until the suture is pulled taut. A review of the finished product lot history record did not reveal any relevant manufacturing related non-conforming material records associated with this lot. A query of the complaint database for this lot revealed no other incidents with reported failure to retrieve the suture while retracting the needle plunger due to the suture not being assembled in the device. A query of the complaint database for this lot based on actual investigation findings revealed no other incidents that exhibited a failure to retrieve the suture due to incorrect deployment technique. Overall, there does not appear to be any indication of a lot specific product quality deficiency. No manufacturing or quality deficiency was detected.